Event description:
In 2007, physician performed endovascular repair on patient. One flex main body and the ipsilateral iliac leg were placed without incident. The contralateral iliac posed significant difficulty due to the patient's tortuous iliac. The patient's iliac originated from an ap position at the aortic bifurcation with the right iliac crossing over to the patient's right side. Despite this tortuosity, the CT scan does not foretell of any difficulties in advancing the iliac leg sheath. Although both iliacs cross over, they both appear to be "straight shots" for the delivery of a device. The difficulty experienced was not predictable. The physician originally attempted to place a 22mm iliac leg graft into the contralateral iliac, but was unable to advance the sheath. The delivery system became significantly kinked and unusable. He then successfully implanted a 14mm iliac leg graft (in order to sue a smaller sheath). However, the patient's anatomy did not allow him to advance the sheath far enough to secure a full one-stent overlap. The implant was then completed by extending the 14mm iliac leg graft with a 20mm iliac leg graft. The physician followed the patient over the following months to detect endoleaks. The patient presented a type iii endoleak between the overlap site of the contralateral limb and the 14mm iliac leg graft. The physician then implanted a 12mm iliac leg graft to bridge the location of the leak. The physician advanced the graft delivery system with great difficulty to achieve adequate 1-1 1/2 stents overlap.

Manufacturer narrative:
Evaluation: this event is still under investigation.